Event description:
Adverse event(s): "no patient involved.": (no patient involvement). Product problem(s): "system message displayed." (Device displays error message). A nurse reported receiving a system message while idling between cases. The system was rebooted, but the message remained. The remainder of the cases were completed in the second operating room with another system. There was no patient involvement.

Manufacturer narrative:
A company service representative examined the system and verified the reported problem. Worn vent spacers were replaced and will be returned for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).